Manufacturer narrative:
Upon receipt the lead was found cut 52 cm proximal to the lead tip. A proximal part including the serial number was not returned. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the fragment was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 13 cm proximal to the lead tip the insulation was found abraded through and a short circuit was measured. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.